Event description:
It was reported that post op of a hysterectomy, the patient was sent home after surgery. It was noticed that during the post op doctor's appointment, half the staples fell out on the incision site. The incision site had to be reclosed in the office. It is unknown what was used to reclose the site. There was no adverse consequence to the patient reported. Device was discarded. Additional information received on 2/25/2010: the patient is doing okay. However, the patient did receive a post-op wound vac approximately (B) (6) ago and it is still in the patient. Additional information received on 3/15/2010: spoke to the surgeon. He said that maybe the application angle was not appropriate. The patient is fine. He saw her (B) (6) and she is fine. Still has the wound vac but the wound is closing.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Event description:
The reporter stated that during a spinal surgical procedure, using the coral pedicle screw system, parts 10-17-0001 and 48-14-6564, the seat of a polyaxial screw assembly was splayed, and three locking screws were split on tightening. As a result, the surgical time was prolonged by about one hour. There was no injury to the pt.